Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had received a letter that they may need to get a new battery soon. Manufacturer records indicate that the implantable neurostimulator (ins) was implanted in 2009. It was reported that the patient was charging too frequently starting in 2016. The ins did not hold a charge as well as it used to. It was noted that the patient had talked with a manufacturer representative at some time about charging more frequently but the patient did not remember when. It was reported that sometimes the patient felt a sharp pain at the pocket site. This occurred intermittently if they turned a certain way but this was only when stimulation was on. The patient did not use stimulation all of the time. It could be quite painful when this pain occurred. It was reported to feel like a burning sharp pain. There were no reported falls or traumas but it was related to positional movement. It was asked but unknown when this pain started. No further complications were reported.

Event description:
Additional information received from the patient indicated that they have not been ¿wearing¿ their ins. They noted that they need to talk to their physician and a manufacturing representative, because they need a new battery. The patient stated that no steps were taken to resolve their sharp pain at their ins when they turn a certain way. They noted that after getting home from a long day on their feet, they sometimes will get the sharp pain. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported.